Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was experiencing a sharp pain in his left clavicle. A sjm met with the patient and was unable to program the patient's scs system and provide effective stimulation therapy. The patient stated he has fallen multiple times since the implant surgery. Follow up identified x-ray confirmed the lead shifted to the right. Surgical intervention may be taken to address the issue.

Event description:
Follow-up information revealed the patient underwent surgical intervention in (B)(6) 2017 (exact date unknown), wherein the system was explanted due to the fall.